Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be broken and the nitnol was exposed and tangled, the nitnol snapped during analysis in an attempt to try and untangle it, the catheter shaft was seen to be stretched and damaged. A functional test was not carried out due to the break on the shaft. The reported complaint was confirmed based on the damage noted to the device during analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter shaft was seen to be broken and the nitinol was exposed and tangled, and catheter shaft was seen to be stretched, and therefore the as reported can be confirmed. The as reported ar as well as the as analyzed aa, 'catheter shaft stretched' aa, 'catheter shaft broken/fractured during use' and aa, 'catheter shaft damaged', listed in the grid below can be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned subject device found the catheter shaft was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.